Event description:
Intera oncology received a call from a physician to review floxuridine dosing and plan for a patient who was implanted on (B)(6) 2025. The physician noted the patient had postop seroma that was drained by the physician with success prior to refill of floxuridine. The pump was noted to be running at 1.65 ml/day. The physician denied the patient had a fever or that a heating pad was used. The patient did use abdominal binder for 2 days but not within a few days prior to refill. The physician planned to bring the patient back to the clinic to recheck the rate and seroma resolution. Intera oncology communicated with the physician on (B)(6) 2025. The clinic confirmed that the latest refill result is 11 ml residual, 14 days since the last refill, pump flow rate 1.36 ml/day. The clinic completed a needle aspiration to remove the seroma. On (B)(6) 2025, the clinic removed 160 ml of serous fluid and on (B)(6) 2025, 100 ml of serous fluid was removed.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 30455633, was reviewed. The pump was manufactured on october 28, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, the patient returned to the clinic. The clinic confirmed that the latest refill result is 11 ml residual, 14 days since the last refill, pump flow rate 1.36 ml/day. The clinic completed a needle aspiration to remove the seroma. On (B)(6) 2025, the clinic removed 160 ml of serous fluid and on (B)(6) 2025, 100 ml of serous fluid was removed. The device remains implanted to the patient. The cause of the seroma is unknown. However, seroma is a known adverse event on the labeling of the intera 3000 pump.